Event description:
Abbott diabetes care received a medwatch report in which the customer reported receiving a ¿scan again in 10 minutes¿ message followed by a ¿replace sensor¿ message on the the adc device. The customer was unable to obtain sensor scan results and experienced chest tightness, feeling anxious, and trouble breathing and obtained an unspecified reading "above 500" on the reader. Customer self-treated with insulin (dose unspecified). Details of the user report are as follows: ¿I applied abbott's freestyle libre sensor on my left arm. The sensor initially worked fine but soon it started to give an error that glucose unavailable try after 10 minutes. I checked after 10 minutes it gave the same error. That 10 minutes error message continued for many hours. I started to get anxious and felt chest tightness. Soon I was having difficulty breathing and almost crashed my car. I checked my bg with finger prick and it was above 500. I had to correct using a fiasp bolus. Next thing, the reader now showed a message to replace sensor. A 14 day sensor worked only few hours". There was no report of third-party medical intervention. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria, however it is being reported to FDA as the complaint was received via user report. If the product is returned, a physical investigation will be performed and a follow-up report submitted after all investigation activities are complete. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.